Event description:
(B)(4). The customer reported that the universal flat panel monitor yoke is missing two screws that secure the elbow cover of the yoke. It was further reported that the cover is being held on by the grounding wire. No patient involvement was reported and no adverse consequences were reported.

Manufacturer narrative:
There was no reported patient involvement, therefore no patient data exists. There is no expiration date for this product. The actual device was evaluated in the filed on (B)(4) 2011. Evaluation summary - upon evaluation of the device, the field service technician confirmed that the elbow cover had become detached and that the screws used to secure the cover to the yoke assembly were missing. It was concluded that during installation, the screws used to assemble the cover were too short resulting in the screws falling out and allegedly causing one side of the yoke to become un-level. The correct longer screws were installed with the appropriate torque specifications and the device was repaired. This is not a single use device.